Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4). (Registration#(B)(4) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#(B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #(B)(4). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #(B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2017, an arjohuntleigh representative was informed about an alleged incident related to sara 3000 active floor lift. The customer reported that the resident fell out of the device. The resident was hospitalized for one day. The detailed information about the medical consequences were not revealed.